Event description:
The manufacturer received information alleging a trilogy ev300 device failed the preliminary system test active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy ev300 device is to be returned to a manufacturer's service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed the preliminary system test active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the trilogy ev300 device was powered on, log files were cleared, and the system was warmed up for 10 minutes. The system test and pneumatic test were rerun, but the device failed again. The device's active exhalation control module (aecm) and the 3-way solenoid valve were replaced to resolve the issue. The failure of the aecm and the 3-way valve resulted in inaccurate readings that has been determined to be the root cause of the device to fail testing. The device passed preliminary system test and final test.